Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up info was received via medical records on (B)(6) 2009. On (B)(6) 2009, the pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the pt complained of bilateral feet burning, numbness, and tingling and some tingling in her fingers. On (B)(6) 2008, the physician informed the pt that he felt her problem was primarily alcoholic peripheral neuropathy. She continued to have significant pain. She was switched from amitriptytyline to gabapentin. On (B)(6) 2008, the pt was taking gabapentin for peripheral neuropathy. The pt had decreased the dosage due to complaints of dizziness. The pt reported having reduced her alcohol consumption to only two to three drinks at a time. On (B)(6) 2008, the pt had severe ataxia. Her electromyography (emg) study did not show any sensory motor neuropathy. On (B)(6) 2008, the pt had a neurology follow up of her paresthesias and ataxia. The pt reported drinking no more than four alcoholic beverages a day. She walked with a single-pronged cane but the physician felt she needed a four-wheeled walker. A magnetic resonance imaging (MRI) of the brain on (B)(6) 2008 was consistent with multiple sclerosis but was not diagnostic of multiple sclerosis with some patchy signal changes seen. Electromyography examination showed no significant sensory motor polyneuropathy. MRI of the cervical spine on (B)(6) 2008 showed a c5 to 6 posterolateral disk protrusion with some mild central stenosis, a c3 to 4 posterolateral disk protrusion, some left lateral recess foraminal stenosis, but no significant central stenosis. Diagnosis included probable multiple sclerosis. On (B)(6) 2008, emg examination showed a right ulnar mononeuropathy localized to the elbow with mild conduction velocity slowing across the elbow but no evidence of any active denervation at this time. On (B)(6) 2008, it was noted that the pt had a history of painful peripheral neuropathy. It was believed the pt did not have peripheral neuropathy, but was diagnosed with multiple sclerosis based on magnetic resonance imaging (MRI) findings and ataxia. Medications included gabapentin. The pt reported increased pain throughout the day while on her feet and use of a walker. On (B)(6) 2009, the pt's problems included alcoholic polyneuropathy, alcoholism, and multiple sclerosis. The pt had been having neuropathic pain for some time. Reference was made to a class action lawsuit against the mature of a denture cream due to high zinc and causing low copper.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).